Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the device failed safety assessment. It was noted that the device ran in the unlocked position while device was running. It was further noted that the lock cylinder and pawl release were worn down. It was determined that this condition was due to pushing down on the disconnect while device was running. The assignable root cause of this condition was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and repair processing, it was observed that the motor device was presenting noise. During in-house engineering evaluation it was found that the device failed safety assessment. It was noted that the device ran in unlocked position while device was running. It was reported that the event was not related to a surgical procedure. It was reported that there was no delay in a planned surgical procedure. It was not reported if a spare device was available or use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.